Event description:
It was reported the patient's ipg migrated to the midline of the spine. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg pocket was relocated away from the midline to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.